Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a procedure to treat an atrial septal defect (asd), advancement difficulties were encountered. The amplatz super stiff guide wire was advanced to the lesion. A non bsc septal occluder device was advanced over the guide wire. The physician felt strong resistance while advancing and noted the "slipping texture of the wire was bad". The wire was exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is reported as `good'. However, device analysis revealed missing coating on the guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: visual inspection of the returned device revealed missing coating. From the proximal end, there is missing coating measuring from 4cm through 9.5cm. From the distal end, there is missing coating measuring from approximately 4.3cm through 10.5cm. The tip of the wire has been formed. The outer diameter of the guide wire is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).